Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision. Additional information received stated that not experiencing optimum best-corrected visual acuity. One day after surgery patient was prescribed with antibiotics and steroids for the treatment of edema and inflammation. One week after surgery patient was prescribed with antimicrobial and corticosteroids. Patient also had a history of double vision and glare while driving at night and there was a long incision at 021 degree at the time of surgery. No further information available.